Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the locking knob was loose, the trigger had seized, and the cable on the controller was damaged. The reported condition of the locking knob being loose was determined to be due to construction/design false, defective, and has been captured in a CAPA. It was further determined that the condition of the seized trigger and damaged cable was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device had seized. It was further determined that the device failed pretest for general condition, check saw blade coupling, and trigger test. It was noted in the service order that the device had a damaged front coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.